Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: the leak test exposed leak at the battery compartment crack and the audio bolus button cover. The battery compartment and display lens were free of moisture. The device was opened and there was moisture present internally throughout the device. The audio bolus button cover was removed and there was contamination present under the bolus button contact. The battery compartment was also cracked. Unrelated to the original complaint, the audio bolus button cover was damaged.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; ok button under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.